Event description:
A malfunction was reported by the customer, indicated by malfunction code "malf 0". There was no information provided about any adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions to call back if any recurrent malfunction codes appeared. The customer understood and acknowledged the instructions and was able to continue using the pump without further issues.